Event description:
Customer reported "air-in-line sensor failed testing". Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
Z-800f pump 618401 was flow rate tested with a flow rate deviation of -5.42% which is outside of manufacturing specifications. Reported issue was confirmed. Pump will need to be recalibrated.